Event description:
A healthcare worker reported that they had a cidex spill in an area which did not have windows and no door that opens to fresh air. Healthcare worker experienced a respiratory reaction, headache and eye irritation for a few hours subsequent to cleaning up the spillage. The healthcare worker is now fine.